Event description:
A valiant captivia stent graft system was implanted in patient for the endovascular treatment of an 8 cm thoracic aortic aneurysm. The diameter of the proximal neck was 32 mm, and the distal neck was 38 mm. It was reported that the physician planned to land a 36x36x200 proximal main at the lsa and extend to the mid descending thoracic aorta with a 44x44x150 distal main. During initial deployment of the closed web distal main, the top stent became misaligned with the 36 mm proximal main, requiring retraction distally and eliminating overlap. An additional 44x44x150 free flo valiant was deployed, bridging the two devices with the knowledge that they were deploying the proximal main within another graft. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4).